Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm due to broken component on the interface board. Unable to perform the displacement test due to motor error alarms.